Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The plastic scope wash tube was observed to be bent at the center of the scope wash. The c-ring was observed to be intact. No ohter visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "material twisted/ bent scope wash tube" was observed. The lot # 3000468568 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that upon removal of vasoview hemopro 2 from packaging it was noticed that one of the arms of the c-ring was at an angle. The device was removed prior to procedure starting and replaced with a new hemopro 2. There was no patient involvement. Per photo provided by the complainant, it is observed that the scope wash tube is bent.